Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the tubing had been twisted and stuck underneath the pump's case. Customer did not clarify if the cartridge tubing or infusion tubing were twisted. Reportedly, the customer untangled the tubing and resumed insulin delivery. There was no reported adverse impact to the customer's blood glucose level.